Manufacturer narrative:
On june 27, 2024, the mentor analysis lab received the suspect medical device for evaluation. On june 28, 2024, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage, caused by valve delamination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant by a medical professional. As a result, the patient underwent breast implant removal on (B)(6) 2024. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On may 16, 20245, mentor became aware that information was inadvertently omitted from the initial report. Corrected data: in the initial report, b5 event description should have reported that the patient was implanted with the suspect medical device during a primary breast augmentation surgery. On may 28, 2024, mentor received the following additional information. Date of event: (B)(6) 2024. The product identity was provided as the following: size: 250cc. Brand name: mentor smooth round moderate profile. Catalog: 3501635. Lot: 5567659. The patient underwent unilateral removal and replacement with a left-sided 250cc mentor smooth round moderate profile saline breast implant during the removal surgery. A manufacturing record evaluation (mre) was performed for lot 556765, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).